Event description:
It was initially reported there was an issue with the patient programmer. The patient was not able to adjust stimulation. A replacement programmer was overnighted to the patient. The patient felt it did not work. Patient did not know what was wrong. In follow up reporting it was noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. The patient had an appointment 2012 (B)(6) involving surgery which was not further specified. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Programmer: model # 7435, lot # nft006377p; lead: model # 3887-33, lot # j0012758v, implanted 2000 (B)(6), explanted unknown; extension: model # 7495-51, lot # xr0075493n, implanted 2000 (B)(6), explanted unknown.